Manufacturer narrative:
Reference record (B)(4). Additional information in section b5 and d4. Catalog number in d4 is the international list number which is similar to us list number of 062910. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 13 jan 2021, updates to product information was received. Additional information in section d4. Catalog number in d4 is the international list number which is similar to us list number of 062910.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced stoma site dark secretions and circumscribed erythema. Swab result of stoma site was negative. The patient was treated with unknown topical and oral antibiotics. In (B)(6) 2020, it was reported that the stoma site situation has improved.